Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to the high voltage system to the x-ray tube. The x-ray tube was removed and replaced, as was the snubber pcb and high voltage tank, and filament driver pcb. The calibration files were re-loaded and nodes cleared and rebuilt. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed an overload fault error. Also low ma errors were reported during procedures.